Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with unknown blood glucose level. Blood glucose was 500 mg/dl and current it was 282 mg/dl. Other blood glucose value mentioned was 600 mg/dl. The customer was treated with insulin drip and insulin pump. The customer was using the insulin pump within 48 hours of high blood glucose event. Drive support cap was normal. The insulin pump will not be returned for analysis.